Event description:
One of three possible part and lot numbers. Either 03-222-2 or 03-2421-0 or 03-2432-7. Three events occurred-two at a facility and one at another facility. Disconnects from quinton permcath catheters. This event occurred 2 hours into treatment. The machine did not alarm. The catheter was implanted in 99. Pt lost 500-1000ml. Of blood and was hospitalized but did not require transfusion. No sample is available.